Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
According to xray results, the electrode array is not in the cochlea. Intra-operative measurements were all ok. His surgeon plans a revision surgery for wednesday (B)(6) 2015.

Manufacturer narrative:
Additional information: according to the limited information received, during intra-op measurements all channels were found to be ok. However, post op diagnostic imaging performed revealed the electrode to be out of cochlea. A revision surgery was planned for (B)(6) 2015. However despite several requests no further information has been received.

Event description:
According to xray results the electrode array is not in the cochlea. Intra-operative measurements were all ok. A revision surgery was planned for (B)(6) 2015. Despite several requests, no further information has been received.

Manufacturer narrative:
Additional information: according to the limited information received, during intra-op measurements all channels were found to be ok. However, post op diagnostic imaging performed revealed the electrode to be out of cochlea. The active electrode was re-inserted successfully during a revision surgery performed under general anaesthesia. The device remains implanted and in use.

Event description:
According to xray results the electrode array is not in the cochlea. Intra-operative measurements were all ok. A revision surgery was planned for (B)(6) 2015. Additional information received stated that the active electrode was successfully re-inserted during the revision surgery performed on (B)(6) 2015. The device remains implanted.